Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a mobile power unit (mpu) that rattled when shaken was confirmed via evaluation at the service depot. The returned heartmate mobile power unit (serial number (B)(6)) was shaken, and the reported event was confirmed, a rattling noise was heard. The unit was disassembled and an unaccounted-for screw was observed. The customer was provided a warranty replacement and the mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded unit was confirmed to have an additional screw within the housing. The screw was removed, and the mpu was connected to a test system controller and mock circulatory loop. The mpu was able to power the system as intended for an extended duration. The root cause for the reported event was determined to be an extra screw within the mpu. A manufacturing analysis task was initiated to further address the observed issue. The most probable root cause of this issue was human error during the assembly process and final inspection process. An awareness training was conducted for assembly operators, test technicians and quality inspectors. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 3 - ¿powering the system¿, and abbott heartmate 3 left ventricular assist system patient handbook section 3 ¿ ¿powering the system¿, cover that you should inspect the mobile power unit for damage and to not use the mobile power unit if it shows signs of damage. In addition, the sections cover that you should inspect the mobile power unit for dents, chips, cracks, or other signs of damage. Do not use a mobile power unit that appears damaged. Contact your hospital contact if a replacement is needed. The IFU and patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a newly received mobile power unit (mpu) rattled when shaken.

Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.